Event description:
On 30apr2024, a patient (pt) reported inserting a new acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl) on 27apr2024 and began to experience discomfort in the right eye (od). On 28apr2024, the pt inserted a second new od cl and reported ¿it felt like a scratch¿ described as discomfort and pain. The pt went to an urgent care for evaluation that did not have the right equipment to check the pt¿s eye, and was advised to visit an eye care professional (ecp) the next day as the pt ¿could have a corneal ulcer in the od.¿ the pt was prescribed moxifloxacin 2 drops four times daily (qid) until seeing the ecp. On 29apr2024, the pt went to the ecp who diagnosed the pt with an od corneal ulcer and prescribed tobramycin to alternate with moxifloxacin every 30 minutes and return to see the ecp on 30apr2024. The pt was also prescribed valtrex twice daily (bid) for 10 days. The pt ¿always¿ disposes of cls before sleeping. The pt will send the discharge papers from the urgent care by email for review. On 01may2024, the pt¿s treating ecp reported the pt¿s od corneal ulcer is ¿pretty central.¿ the pt was prescribed moxifloxacin and tobramycin alternating every 30 minutes with valtrex tablets bid for 10 days. The ecp ¿saw some satellite lesions on od that the ecp does not often see with bacterial infections, but wanted to cover the pt with valtrex just in case, but thinks ulcer is likely bacterial.¿ no cultures were taken. The pt had a follow-up (fu) visit yesterday and the ulcer is almost fully healed. The pt has another fu appointment this afternoon. The ecp has not done a cl exam on the pt and reports the cl prescription is expired. On 02may2024, the pt sent an email with the urgent care after visit summary. Date of visit: 28apr2024 the pt was seen with a chief complaint of ¿feels like something in the pt¿s od¿ for 1 day. The pt reported constant, worsening, acute pain for 1 day with cl use. Exam was positive for pain, negative for discharge. Visual acuity was not measured. The pt did not bring glasses and was not wearing cls. The pt was prescribed moxifloxacin 2 drops od qid. Diagnosis: od eye pain. The pt was instructed to fu with ecp the next day and informed ¿cls can predispose you to corneal ulceration.¿ no ulceration was noted at the time of the visit. The pt was instructed to start eye drops as directed. On 06may2024, a representative from the pt¿s treating ecp office reported the pt¿s ulcer has healed and the pt was released to return to cl wear. The pt needs a new cl exam and reported the cl prescription has expired. No additional medical information has been received. No additional medical information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4332490105 was produced under normal conditions. The od suspect cls were discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.